Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions were checked and no deviation was found. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. We assume that too much torque in combination with lateral stress caused the breakage of this device. The wear marks at the hexagon indicate that this was an often and intense used screwdriver, so wear and tear could also have played a certain role. No manufacturing related fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
During a removal surgery for competitors plate and screws, the tip of the large hexagonal screwdriver shaft snapped of. Reportedly the end tip of the shaft broke in the head of the screw that was implanted in the patient. This was the last screw that was being removed. The surgeon then removed the broken piece of the shaft that remained in the screw. The surgeon used locking pliers to remove the last screw with no adverse effect to the patient reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received for evaluation.